Event description:
Customer reported a leak from the overflow tubing onto the floor in front of the counter. The fluid is in a walkway and all over the floor. No pts were affected and no operators were harmed.

Manufacturer narrative:
The field service representative found the cause to be a clot in the drain line causing the drain to default to drain overflow spout. He removed the clot in the drain line, and performed probe wash. He observed analyzer was draining correctly, and ran controls to verify analyzer operation.